Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was sensing/pacing problem on the device. There was a suspicion of auto-capture management failure because of high and fluctuating threshold resulting in device battery depleting faster. The device was explanted and replaced. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received indicating the lead was not revised. The lead remains in use.